Event description:
It was reported that the pt has periodic pain in the right hip. He states that his pain is minimal at this time. He is a hairdresser and stands on his feet for long periods. He can't take off from work because he won't get paid. He just received the letter and has not yet scheduled an appointment with his doctor.

Manufacturer narrative:
The following other hip devices were also listed in this report: rejuvenate modular neck 34mm v40, cat #nlv-340800g, lot #31618201; trident 0 deg insert 40mm, cat #623-00-40f, lot #mjtm19; 6.5 cancellous bone screw 30mm, cat #2030-6530-1, lot #mjt25t; v40 cocr lfit head 40mm/+0, cat #6260-9-140, lot #mjn714. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.